Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and dyspnea appear to have been cascading events of the reported slda. The reported patient effects of recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report post procedure, a single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) occurred requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2021, the patient presented with increased mr grade of 4 and shortness of breath. An echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional clip was implanted to stabilize the slda. The mr was reduced from 4 to 1-2. No additional information was provided.